Event description:
The iab was inserted into the pt on 12/15/97 at 4:20 pm. Poor inflation and augmentation were noted during iabp. The iab was removed on 12/17/97 at 9:25 am. The balloon catheter was found kinked at two places upon removal at the site and two inches up the sheath. No second iab was inserted. (On 1/9/98, datascope rec'd the voluntary form from the FDA; triage unit sequence number: 74891; MDR access number: 1012679). [Event complications]: none from the event-reported 12/18/97. [Pt's current status]: stable-rpt'd 12/18/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).